Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds are leaking. Additional malfunctions were pe valve being defective, tube pvc was leaking, 1/2 inch clamp was defective and tie wrap was leaking.